Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific patient or device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. The baseline age characteristic is 60 years old, for the patients referenced in the article. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿randomized comparison of two targets in typical atrial flutter ablation.¿ am j cardiol 2000;85:1302¿1307. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complications while using a radio frequency(rf) ablation catheter: there was one patient who developed ¿complete and permanent¿ atrioventricular (av) block after ablation, and subsequently received an implantable pacemaker. The status/location of the rf catheter is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: further review prompted a change in the device analysis results. If information is provided in the future, a supplemental report will be issued.